Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) sterile repeater pump tube sets leaked between the clamp and tubing. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 15-17, 2025. H11: one actual device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was not identified in the sample. Functional testing was performed and leakage was observed inside the tubing path of the blue connector. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.